Event description:
It was reported that the customer observed balloon pressures dropping more than normal and are having a hard time seating the balloon for clamping. The balloon was moving a bit. He also observed some leaking around the balloon. They switched to cross clamp for case. No patient complications.

Manufacturer narrative:
Balloon position.customer did not retain product; evaluation will not be performed.lot number is unknown, device history record review will not be performed.